Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device would not fire at all. The device was not used on the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis showed that the device was received in good visual condition and with a pan lodged inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.